Event description:
It was reported the unit gave an l3-018 and l3-020 blue cable error while attempting to take a sample. They reseated the probe, checked the cabling, tried to take another sample and the cutter would stop before the end of the probe and give another l3-018 and l3-020 blue cable error. They tried a second probe and encountered the same issue. The doctor decided to abort the case and reschedule the pt for a later date, once a loaner has been attained. No patient consequence occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.